Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Fluid was noted to be in the lumen of the lead. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a lead safety switch (lss) was triggered, for out of range pace impedances greater than 2000 ohms, on this right ventricular (rv) lead. The field representative inquired as to why there was no signal artifact monitor (sam) alert. Technical services (ts) noted that in order to have a sam event, there would need to be noise. There was no noise present. Ts suggested to evaluate the patient with isometrics and pocket manipulations. Additional information indicated that pacing was not delivered when required, as there was a loss of capture, with no asystole. During a revision procedure, the lead appeared to be damaged and had blood in the lumen. The rv lead was subsequently removed and replaced. No additional adverse patient effects were reported.